Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, during tavr procedure, upon insertion of delivery system, it got stuck for post-evar patient. An endovascular aneurysm repair (evar) stent was placed from the abdomen to the external iliac artery (eia) on both sides, and the stent ends in the abdomen where it bent at 90 degrees, a position that could not be covered even with e-sheath+. Although a 29mm sapien 3 ur valve was inserted from the left femoral artery (fa), the valve and stent interfered at the bend of the evar stent and got stuck. It was determined that further insertion would be difficult, and the decision was made to withdraw of the procedure. The valve, delivery system and sheath were removed by cut down, and the access blood vessel was also damaged, it was decided to repair it surgically.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for unable to track system through anatomy was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Per the event description, 'an evar stent was placed from the abdomen to the eia on both sides, and the stent ends in the abdomen were bent at 90 degrees, a position that could not be covered even with e-sheath+. Although a 29mm sapien 3 ur valve was inserted from the left fa, the valve and stent interfered at the bend of the evar stent and got stuck. It was determined that further insertion would be difficult, and the decision was made to withdraw of the procedure. The valve, delivery system and sheath were removed by cut down, and the access blood vessel was also damaged, it was decided to repair it surgically.' In this case, the patient had a pre-existing evar stent which interacted with delivery system and crimped thv, causing resistance and difficulty during tracking of the system through the anatomy. Based on the available information, patient factors (pre-existing bioprosthesis) contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.